Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported that the customer was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. It was further reported the customer lost consciousness and went into a coma twice. The customer received unspecified third-party treatment but no detail of the treatment information was reported. There was no report of death or permanent impairment associated with this event.